Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing heating at his scs ipg site after finishing charging. Additional information received identified the patient's ipg was explanted and replaced, which reportedly resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: complaint of feeling ipg heating after charging was not confirmed. As received, visual inspection of the ipg model 3788 revealed no anomaly. The ipg was tested using the autotester and temperature testing did not reveal any heating issue with the ipg. The returned ipg functioned as intended. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.